Event description:
The customer reported, the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller and interconnect cable were replaced. Also, the power supply was adjusted. The system was then found to be operating as intended.